Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was presenting undersensing in the right atrial (ra) lead. Technical services (ts) confirm atrial fibrillation (af) undersensing, as well there is far field. Technical services (ts) discussed possible programming modification along with other treatment options. No adverse patient effects were reported. This product remains in-service.